Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be frayed. The instrument was found with frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the instrument's distal pulleys had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, a broken cable was identified on the pk dissecting forceps instrument. There was no patient harm, adverse outcome or injury reported.